Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient rep reported they were having issues charging the implant and the issue began about 5 months ago. Patient rep stated they kept getting no device found and they went through troubleshooting with the representative. Patient rep mentioned they came back for a bit and it got charged up but then again, this morning the controller was back to no device found. Agent instructed patient rep to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient rep through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient rep to start a charge session; controller 100% and implant 100% implant recharging with excellent quality. Agent instructed patient rep to unplug the controller and lock the controller. Patient rep unlocked the controller; the controller showed no device found then connect the recharger. The patient was redirected to their healthcare provider to further address the issue. Tss spoke with mdt rep, who has been working with patient over the phone. The down arrow button on the controller is not working at all when pt tries to wake up the controller (the up-arrow button works fine). Had to call caller back to get pt address. A replacement controller was sent out.